Event description:
Christina called to say she placed a medtronic quickset catheter for her medtronic insulin infusion pump in left upper buttocks on (B)(6) 2011. When she pulled the introducer needle base/holder out, the needle was not present & the holder looked slightly jagged. Before placement, she noted all looked normal. She then pulled the catheter out & the introducer needle was not in it either. She is uncomfortable and suspects needle remains in her subcutaneous fat. She came in, brought her supplies, lot number 9201296. She was sent to sdc for x-ray and followup. We alerted medtronic. Unable to extract needle in sdc & pt still is bothered. She is scheduled for surgical removal on (B)(6) 2011. Medtronic stated they would be sending her a carton for her to return product.